Event description:
It was reported that the 9600+ system would not make x-rays. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired a broken wire in the lemo connector, replaced the lemo cable and the interconnect cable. The system was tested and found to be working as intended and placed back into service